Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure performed in (B)(6) 2016. According to the complainant, approximately three months ago the patient was hospitalized for sepsis. Patient recovered well but deteriorated in comparison prior to her hospitalization. Her condition, parkinson's disease, is reasonably stable and subtle deterioration. Patient notices that her memory is deteriorated since hospitalization but had no hallucinations. Reportedly, on (B)(6) 2018 the stoma site was restless but recovering. It also had a bit redness and a bit pus. They treated it with ointment in order to keep it dry. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.